Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopy assisted distal gastrectomy - "this is a complaint from the market. Air leakage occurred. How the phenomenon occurred: soon after puncturing the target area (with the right hand of the dr). When 5 mm diameter forceps had been inserted and withdrawn once or twice and no gauze or sharp device had been used, air leakage occurred. The seal portion of the device was replaced with a new one by using a new trocar and the surgery was completed. Our investigation results: there was a chip in the septum inside, but the broken piece was not sent to us. We made an interview of the facility and asked them if there had been any piece of the septum in the pt's body. According to them, there is no means for them to find it as the surgery was already completed and as it occurred soon after the puncture, they did not know if it really had dropped in the pt's body. At the moment, they keep a wait-and-see attitude toward the condition of the pt". Pt status: the pt was not injured at the moment.